Event description:
Reporter stated that the lancet protrudes past the cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.